Event description:
It was reported that the pump usb cable could not charge pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer used an alternate usb cable to address the issue.

Manufacturer narrative:
Device not returned.